Event description:
I had essure implanted and have had multiple issues. I had to have it surgically removed yesterday. This device is very unsafe and needs to be taken off the market immediately! Too many women are suffering from it and no one is listening! My list of side effects: urine inflammation, tender abdomen area, sore to touch, bacterial vaginosis, yeast infections, very painful period with back pain, clotting during period, irregular period, muscle spasms, visual floaters, low sex drive, hip pain after sitting wrong or wearing heels too long ; only sometimes: discharge sometimes odor/ not fatigue, bloating pain during intercourse, feel swollen inside after sex, very painful, brain fog, forgetfulness, anxiety, moodiness, random sharp pains in uterine area, breast and nipple tenderness, aching hands, bruising, contact dermatitis.